Manufacturer narrative:
Corrected data: h6- 1494 off-label history of ambylopia, binocular nystagmus. Claim#(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.5/3.0/074 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was explanted due to glare and halos. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).